Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The cause of the reported issue was that the over temperature setting was not set to 43.1 degrees. The over temperature was set to 43.1 degrees to fix the issue. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.

Event description:
It was reported that the alarm for over temperature/alarm test does not work. There was unknown patient involvement.